Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer also reported to have received a motor error alarm. Customer's blood glucose was 80 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. However, the insulin pump passed rewind, basic occlusion and displacement tests. No motor alarm or a33 alarm noted and the motor passed motor test. Unable to test for excessive no delivery alarms due to prime anomaly. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.